Event description:
The user facility reported that during a therapeutic endobronchial ultrasound procedure with transbronchial needle aspiration, the needle was bent at the top of the sheath by the hand piece and broke into two pieces inside the sheath. The user was unable to withdraw the needle into the sheath completely. There was no device fragments that broke off the device. It is unk if the pt was injured.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The device was received in a biohazard container, which limited the eval to visual inspection. The needle was found to be broken in half inside the sheath. The outer sheath was severely bent and dented below the protector boot, which likely cause the needle inside to break off. The device instruction manual states, "do not use an aspiration needle that has an irregularly bent or deformed needle tube. Otherwise, unexpected perforation, bleeding, or mucous membrane damage may occur." The device was forwarded to the original equipment MFR for further investigation. If significant and relevant info becomes available at a later date, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.